Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows tissue with what appears to be clips supporting the tissue. No bleeding or malformed staples could be observed. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, after firing, some staples formed with irregular shapes and the anastomotic site was oozing. Another two reloads had the same issue. Oozing was stopped with compression hemostasis. There was no patient consequence reported. No additional information is available at this time.